Manufacturer narrative:
A DHR cannot be performed because a lot number was not provided. No investigation of the device can be carried out because the IV administration set will not likely be returned for evaluation. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On (B)(6) 2024 it was reported that the infusion set spike was pulled out of the IV bag.